Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2019. Upon investigation, it was noted the right atrial lead exhibited lead noise that caused mode switching. Noise reversion episodes were noted on (B)(6) 2019. No intervention was performed and the lead remained implanted. The patient reported no adverse events and would be monitored.